Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8703w, lot# l51796, implanted: (B)(6) 1998, product type: catheter.

Event description:
Information was received from a consumer and health care provider (hcp) regarding a patient who was receiving morphine 50 mg/ml at 18 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported, on (B)(6) 2013 that the patient fell a few weeks ago and has been having excruciating pain ever since then. Additional information was received, in 2014, that when the patient fell, the catheter "came loose." The patient had issues getting care and fixing the issue at his current location so he went to a doctor at another location. After the doctor performed a x-ray, he replaced the pump. The patient currently did not take any oral medication unless his back was out and he was miserable. The patient almost never took oral medication and he "lives and tolerates life." It was noted the pump has given the patient back his life. It was unknown if this was a sudden or gradual change in therapy/symptoms.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.